Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked j2/lcd keypad connector noted. Unit passed self test, unexpected restart error test and displacement test. No unexpected restart alarm noted during testing.

Event description:
The customer reported via phone call that the up and down arrow not working. The customer's blood glucose value was unknown. The customer unable to confirm that the time was advancing because of battery was removed from the pump and cant complete the set up. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.